Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.8 inr. Qc 2: 2.8 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The result alleged by the customer was observed in the meter¿s patient result memory, but the time/date was not set correctly. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Relevant retention test strips (lot 391903) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 9:08 a.m. The meter result was 6.6 inr and at 9:10 a.m. The meter result was 6.8 inr. At 12:30 p.m. The laboratory result was 5.5 inr and at 5:00 p.m. The meter result was 7.4 inr. The patients therapeutic range is 2.5-3.0 inr and tests every 2 weeks. The patient feels a little off balance, but is fine.